Event description:
The hcp reported that during a catheter revision procedure, it was noted that the pump connector was not attached to the pump. After attempting to reattach the pump connector to the pump twice, the hcp still noticed fluid leaking from the connector. The hcp then used a new connector revision kit and attached the connector with no fluid leakage. It was further reported that the patient is doing "great" since their revision. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 8637-20, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: pump; product ID 8578, lot# n083992, implanted: (B)(6) 2007, product type: accessory; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
Additional information was received. It was reported that the surgeon had implanted her pump upside down, backwards, and empty. The patient had reportedly been told that the pump would be full of drug upon implant and she was not given pain medications post-operatively because it was supposed to be full. Post-operatively, another physician discovered that the pump had been implanted backwards with the ¿fuel port¿ on the wrong side and was empty. In (B)(6) 2007, that physician performed a surgery to correct the pump placement.

Manufacturer narrative:
.